Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from the patient line connector during fill 5 of 6 of their pd treatment. The treatment was cancelled. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. Fluid was not discovered in the pump module area. Additional information was requested, however; to date has not been provided.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from the patient line connector during fill 5 of 6 of their pd treatment. The treatment was cancelled. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. Fluid was not discovered in the pump module area. Additional information was requested, however; to date has not been provided.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review could not be performed as no product will be returned from the distribution center to be analyzed since the lot number is unknown and no information was found on the system from this facility regarding to fresenius medical care cassette product been delivered. An investigation of the device history records (DHR) was not conducted since the lot number is unknown and no information was found on the system, the alleged event could not be confirmed. At this time, no sample has been provided. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.